Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced ten infusion sets fell off during use on (B)(6) 2024 and the rest within last week. The customer was not doing physical activity/sweating, swimming, or bathing at the time the set fell off. The intravenous prep pads were used at the area of insertion. The issue got resolved by replacing the infusion set and resumed insulin successfully. The infusion set in use for all events were about 12 hours or less. The customer's blood glucose at time issue noticed was 174 mg/dl all events. The customer experiencing frequent and/or recurring infusion set issues. No further information available.

Manufacturer narrative:
(B)(4) device 5 of 10.